Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral, cat#: unknown lot#: unknown. Unknown bearing, cat#: unknown lot#: unknown. Unknown patella, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07661.

Event description:
It was reported that following an initial knee arthroplasty, the patient is experiencing an allergic reaction. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment, it was determined that this device was reported under an incorrect MFR number. It will be reported under 3005751028.